Event description:
Pt is 5'11". Pt had a distaflo graft implanted in left femoral to tibial bypass in 1999. In 1999, pt developed a methicillin resistant staphylococcus aureus (resistant staphylococcus aureus) infection. In 1999, graft occluded and a left above knee amputation was performed. This was reported as an adverse pt event and not a complaint.